Event description:
It was reported that an asymptomatic patient received non-sustained oversensing notification via merlin.net. Post-paced t-wave oversensing on the ventricular lead was observed in stored egm. Programming changes were made. Patient is doing fine.

Manufacturer narrative:
(B)(4).